Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2018-00097.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant product(s): ¿ unknown versys femoral head 12/14 taper p/n unknown l/n unknown, unknown zimmer m/l taper p/n unknown l/n unknown, unknown liner p/n unknown l/n unknown; unknown cup p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see reports: 0001822565-2017-05739. 0001822565-2017-05740. 0001822565-2017-05741.

Event description:
It was reported that patient underwent a revision procedure four years post implantation due to elevated metal ion levels and mechanically assisted crevice corrosion (macc). Intraoperative findings include cloudy joint fluid, surface scratching of the femoral head and polyethylene surfaces and significant necrosis. During removal of the head, there was a discoloration consistent with corrosion and/or fretting with a 4mm band of debris at the opening of the trunnion. The trunnion itself had discoloration throughout its entire length. There was stamping from the ridges on the inside portion of the femoral head and evidence of smudging of some of the area of discoloration within the femoral head. The surgeon¿s diagnosis included macc leading to hip instability, elevated serum cobalt levels with surface wear of polyethylene and significant acetabular posterior bone loss. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products ¿ femoral head p/n 00801803201 l/n unknown; standard liner p/n 00630505632 l/n unknown; femoral stem p/n 00771100900 l/n unknown; porous shell p/n 00620005622 l/n unknown; bone screw p/n 00625006520 l/n unknown. Reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.